Manufacturer narrative:
The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "partial network data import attempt" for excelsius gps. There were no case logs submitted, so a formal investigation could not be performed. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.